Event description:
It was reported that the insulin pump alarmed no delivery during the basal procedure. The customer states that have received a replacement, but still receives the same error. The customer changed the infusion set three times. The blood glucose reading was 250 mg/dl. No significant events leading to the alarm were observed. Advised to check with a health care professional for scar tissue in the stomach. Troubleshooting was declined. The customer will try the recommendations and call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.